Event description:
It was reported that upon opening the package a hair was noted inside the sterile packaging attached to the implant. The event happened during an initial left surgery. Surgical technique was utilized. There was no patient impact. There was no medical or surgical intervention. There was no surgical delay and no surgical complications. No additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; h6. Product was returned and evaluated. A visual evaluation of the provided photos and returned product found that the packaging was previously opened. A hair-like fiber was found on the device. As the product was previously opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was previously opened. The reported issue cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.